Event description:
The customer alleged they received false negative results for one patient using the troponin t sensitive test strips on their cardiac reader, serial number not provided. The customer stated the results from a laboratory were positive. The customer could not provide additional information about the results. The customer stated the strips were handled correctly. It was unknown if the patient was adversely affected. The customer declined to provide additional information. The customer returned seven test strips to the manufacturer for investigation. The test strip results agreed with the results from the elecsys 2010 analyzer. The results of all the measurements fulfilled their requirements.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in (B)(6).

Manufacturer narrative:
Additional information has been provided. The patient was not adversely affected by this event.